Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image of the subject device disappeared during a therapeutic procedure. The user facility re-connected the device to the video system center, but the image did not recover. It is unknown whether the user facility completed the intended procedure. There was no patient injury associated with this report.